Event description:
Related manufacturer report number: 2017865-2022-03436. During an in clinic follow up, an ocd (over current detection) alert was received on the device indicating a possible high voltage lead issue on the right ventricular (rv) lead. Technical support was contacted and noted shocks had not been delivered due to high defibrillation impedance on the rv lead. A lead fracture was suspected. Technical support recommended lead and device replacement. The rv lead and the device were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of over current detection (ocd) could not be reproduced in the lab. Visual inspection did not reveal any anomaly. The device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.